Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to verify battery out limit alarm or perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to the motor error alarm. All the buttons functioned properly and no moisture damage on the keypad traces noted. The unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming motor error and battery out limit. Customer stated the keypad is also unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 43 mg/dl at time of reporting. Nothing further reported.